Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that "the jaw broke off during a procedure retracting the gallbladder to dissect the liver bed. Surgeon opted not to retrieve causing possible injury to the patient." There was no patient injury. On (B)(6) 2010, the clinical director reports via telephone that a laparoscopic cholecystectomy was being performed, that an x-ray was taken and the piece was located in the patient. The surgeon decided that the patient would be at greater risk if a full open surgical procedure was performed and decided to leave the broken piece in place. The event was discussed with the patient, (B)(6) female. The director states the surgeon and patient want to know what kind of metal/material the jaw is made of to determine the MRI risk. The surgery center is reluctant to return the device for investigation.